Manufacturer narrative:
Two samples were returned. Evaluation of the samples showed the following results: both samples were examined using (B)(4) magnification. Sample a (opened pack was found to have damaged cutting edge and tip. Functional testing was not performed on sample a due to the obvious damaged condition of the blade. Sample b (sealed pack) was found to be visually confirming. The sample was functionally tested and found to be conforming. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to acceptance criteria. Sample a: damage to the blade like that observed can result in a complaint as described by the customer. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument. Sample b: the root cause for this complaint is unk because the returned sample was conforming to specification. All knives are 100% inspected by trained operators using a minimum of (B)(4) magnification during MFR. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported a dull knife during surgery the knife was exchanged and the procedure was completed with no harm to the pt.